Event description:
A customer in (B)(6) reported discrepant identification results in association with the vitek® ms instrument. A sample was tested multiple times and was identified as either burkholderia cepacia or burkholderia contaminants. The sample was then tested on vitek 2 and the result was burkholderia cepacia group. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation could not be performed as no data was submitted for evaluation despite several attempts. Trend analysis did not identify any complaints related to the misidentification of burkholderia cepacia group with vitek ms.

Manufacturer narrative:
An internal investigation was performed due to discrepant identifications of burkholderia species with the vitek® ms instrument. The biomérieux support team analyzed the data provided from the tests performed. Vitek ms result: based on the sample data received, the following results were obtained on two different accession ID ((B)(6)). Three single choice to b. Cepacia; four low discrimination between several burkholderia species, b. Contaminans and b. Cepacia are always part of the species list proposed; six single choice to b. Contaminans. Vitek 2 result: burkolderia cepacia on both accession ID. Expected identification: unknown, vitek 2 is not a reference method. Conclusion on the system: the system was not operational during the tests made at the beginning of september. The identification performances can be impacted in this case. It was noticed that mandatory acceptance criteria were not achieved during the previous fine tuning of 17jul2018. A new fine tuning was done on 26sep2018 and the system is now operational. The calibrator spot preparation quality was good (the "all peaks number" from the calibrator strain is homogeneous). It can be extrapolated to sample spot preparation. Conclusion on the identification: the expected identification is unknown, as no reference method was used to identify the strain. The reference method is sequencing. The vitek ms gave several identification results for the same sample which is not expected. Suspected cause of the issue: non-optimal fine tuning: preventive maintenance was not timely/inadequate.